Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, visibility/palpability, pain, anxiety-product/procedure, myalgia, allergic reaction/hypersensitivity-delayed.

Event description:
Patient reported left side "rupture", "observed the development of allergies to a few substances, which did not have before," and "discomfort such as myalgia, burning and deformity comparing to the other breast." Also mentioned "recall." The device remains implanted.